Event description:
The PICC line was found on the floor. Xray confirmed a foreign object approx. 1-1.5 cm in size just proximal to the svc. The physician that placed the line could not see the foreign object. Catheter length at insertion was not recorded. The patient's family and physician have decided not to remove the foreign object.